Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro blade is very dull. Difficulty cutting branches during branch ligation. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Blood was observed on the cannula handle, c-ring, bisector electrodes and blade. Char and tissue buildup observed on the c-ring, bisector electrodes and blade. No visual defects were observed. An electrical evaluation was performed. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use. The device passed the pre-cautery test with a reference generator and reference bipolar cord. The bipolar cord connection was manipulated during activation. The device remained active and no intermittent continuity was observed. The device produced steam and the saline was observed to ¿boil¿ on the test gauze each time. To test the ability of the device to cut, a cautery test was performed on artificial vessel for over five times. The device could transect the vessel with a clean cut without any failure. Based on the results of the evaluation, the reported complaint was unable to be confirmed for ¿failure to cut¿.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro blade is very dull. Difficulty cutting branches during branch ligation. The hospital did not report any patient effects.